Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was an issue with needle separation. It was stated ¿phlebotomists at (B)(6) hospital ¿ blood collection unit have had ten plus eclipse signal integrated holder fall apart during blood collection. The needle breaks away from the barrel, whilst in the patient¿s arm. This is happening at the stage when the first tube is being inserted into the device.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separation of the holder with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and testing and upon completion, the issue relating to separation of the holder was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the holder with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and holder separation was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. A CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.